Event description:
A malfunction alarm was reported with code malf 24, indicating a non-resettable issue. The customer¿s blood glucose level did not exceed 500 mg/dl (27.7 mmol/l), and there was no adverse impact reported. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.